Event description:
Found during test. According to the reporter, the paddles would not charge above a displayed value of 5 joules. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it failed to charge above 5 joules when the charge button was pressed. Physio replaced the device's sternum paddle assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.